Event description:
Report rec'd from the USA stating that the device had a hole/cut in hose. The device was not being used during surgery. It is unk if injury or medical intervention occurred. No add'l info provided. The date of the event is unk.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if add'l info becomes available, a supplemental report will be sent. (B)(4).